Manufacturer narrative:
Product evaluation: the device and the lens were returned in the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. The plunger has been retracted to mid-nozzle. No damage was observed to the device. The lens was returned adhered in dried solution to the exterior of the device lens loading door. No damage was observed to the lens. The lens was cleaned with lphse for further evaluation. A dimensional inspection (plan view) was conducted with acceptable results. A fold test was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. All product and batch history records are quality reviewed prior to product release. The root cause for the reported complaint of lens was hard cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was hard and wouldn't inject correctly. There was patient contact. The procedure was completed the same day. Additional information was requested.